Event description:
It was reported that the right atrial lead exhibited low impedance and noise. The patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
UDI (di): (B)(4).